Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other -the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was provided with part number and pricing of the uim. An order was placed and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator the uim (user interface module) became blank during extended systems test (est). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of 31-jul-08 and was not subject to UDI requirements.